Event description:
Cust0mer reports 3 separate events over "several months" (jan 95-april 95?) Where the catheters broke at the base of the "y" connection while in place. No surgery required to remove. Medical intervention was not required. No indication of whether catherters were left out or new ones inserted.